Manufacturer narrative:
No anomalies detected by checking the manufacturing and sterilization charts of the devices involved. No other complaints received on these lot numbers of metal back (total (B)(4) pieces manufactured) and glenosphere (total (B)(4) pieces manufactured). Photos of explants and x-rays are available; explants not available. The photos of the explants show no osseointegration on stem and metal back, confirming the presence of the reported infection. By event information and x-ray analysis, no mechanical failure between the prosthesis components; glenosphere and metal back came off from glenoid bone as an unique piece, with the inferior bone screw completely out of glenoid bone, as reported. Probable cause of the incident: patient infection, maybe combined with inadequate bone support to sustain the loads of the system mb + glenosphere com. Problematic patient (diabetes mellitus + (B)(6) virus). As reported by smr instructions for use: "patient's resistance to disease generally weakened (...infections)" is a risk factor which may lead to poor results with the prosthesis; and: "the bone stock of the glenoid and humerus must be able to support the implant. In cases with significant bone loss and in which adequate fixation on the glenoid side cannot be obtained, a hemi with cta head should be performed." Pms data: revision rate associated to this event is 0.034%; the majority of similar events was due to improper implantation or patient trauma / bone condition. No corrective actions. Limacorporate will keep the market monitored to promptly detect possible recurrence of such event.

Event description:
Reverse shoulder arthroplasty using smr reverse system performed on the (B)(6) 2015. From x-rays and CT scan taken before starting the rehabilitation, metal back and the glenosphere came off from patient's glenoid bone, with inferior bone screw out of the glenoid bone, too. Revision surgery was performed on the (B)(6) 2015 and an infection was found to be in place. All devices removed. The patient suffers of dementia, diabetes mellitus and (B)(6) virus. She has a bmi of (B)(6). The event occurred in (B)(6). This is a combined initial-final emdr, even if it is lists as "initial" only; we apologize for this error.